Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt is without stimulation and unable to communicate with the ipg via the programmer or charger. At the time of the report, the ipg site was still swollen. It was recommended that the pt wait for the swelling to subside before attempting to communicate with the ipg again. F/u with the pt found that the alleged communication issues persist. An x-ray of her scs system revealed that the ipg is sitting on its side. Surgical intervention will be undertaken to reposition the ipg; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.